Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the evacuation bypass valve (ebv) was causing the body fluids and positive controls to fail low. He replaced the ebv, checked alignments, and ran diluent to test operation. The repairs were verified as per service procedures. (B)(4).

Event description:
Customer reported that the body fluid (bf) counts for red blood cells (rbc) are low on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.